Event description:
The account found the side rail is not latching. No pt impact.

Manufacturer narrative:
The technician found the side rail latch e clip retaining ring missing for the latch pin. The technician replaced the side rail latch e clip to resolve the issue.